Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant upstream occlusion when used with monoclonal antibodies on a paclitaxel tubing set . There was no known patient injury or medical intervention associated with this event. No additional information is available.